Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported to have no sound, which was verified during evaluation. Evaluation found the cause was a failing speaker on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.